Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient clarified the burning was not related to charging. No actions/interventions planned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient started noticing a burning/heating sensation at the pocket site, which was described as the tissue was getting hot internally. This would be experienced when the patient was charging the ins. It was noted that while the patient was waiting to meet with the rep on (B)(6) 2020, the ins got hot for a short duration. The rep checked impedances and reported they were all between 700-800 ohms. The rep provided the following recharging stats: (B)(6): 10-70% - 2 hours - fair coupling; (B)(6): 40-100% - 46 minutes; (B)(6): 0-90% - 3.4 hours with good coupling; (B)(6): 70-100% - 37 minutes; (B)(6): 10-40% - 1.2 hours; (B)(6): 10-70% - 1.5 hours; (B)(6): 10-50% - 1.6 hours; (B)(6): 50-100% - 45 minutes; (B)(6): 70-100%; (B)(6): 90-100% - 38 minutes. The rep stated they would follow up with the physician. No further complications were reported or anticipated.